Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, d10, h2, h3, h4, h6, h11. Corrected fields: d4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress into the imaging section, water ingress into the main body and scratches on main body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that the problem was caused by water seeping into the main body due to cable damage or water seeping into the imaging area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor image quality (noise occurred). The issue was found prior to an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional e1: facility name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality (noise occurred). There were no reports of patient harm.